Event description:
Complainant alleged that during a routine shift check of the device, the nurse (age and gender unknown) performed a 30 joule self test of the unit, when the nurse received a 30 joule shock which emanated from the sternum paddle. There was no patient involvement in the reported malfunction. The complainant indicated that there was no reported injury to the nurse as a result of the reported unintended delivery of energy. The complainant indicated that subsequent to the event, the facility's biomed department observed a crack in the strain relief of the sternum paddle cord as it mates with the paddle housing.